Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during a papillary dilatation procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the balloon did not inflate. The device was then removed from the endoscope and was noted to be ruptured. The procedure was completed with another hurricane rx dilation balloon of a different size. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter city: (B)(6). Problem code 1074 captures the reportable event of balloon burst. A visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed, the balloon was inflated without problem; however, it did not hold the pressure due to it has a pinhole at the distal ro marker. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the papilla during a papillary dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon did not inflate. The device was then removed from the endoscope and was noted to be ruptured. The procedure was completed with another hurricane rx dilation balloon of a different size. There were no patient complications reported as a result of the event.